Manufacturer narrative:
On 08 may 2017 the r&d project manager performed a visual inspection of the retrieved items and commented as follows: the cup impactors were checked. The first cup impactor worked well providing a correct engaging with the impaction plate. The second cup impactor did not correctly engage and the reason is related to the inner spring that did not provide a correct functioning of the connection mechanism. For the second cup impactor the spring will be substituted.

Manufacturer narrative:
Batch review performed on 10 april 2017. Lot 1417338: (B)(4) items manufactured and released on 16 april 2015. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot. On 11 april 2017 the r&d project manager tried to perform a preliminary investigation based on the available picture, but commented as follows: from the received photo it is not possible to determine the root cause of the event. It is useful to receive the piece in order to evaluate its functionality and understand the root cause of the event.

Event description:
During surgery when attempting to implant the cup, the cup impactor would not engage the cup. The internal mechanism was not rotating. The agent had a secondary set. When the surgeon tried to use the second cup impactor, the spring mechanism did not function, it would not lock into place on the impaction plate. The surgeon used the working pieces of each instrument to create a functioning instrument. There was approximately a 15 minute delay in the case. The surgery was completed successfully. Instrumentation is available for further investigation.